Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported, that the patient had an inaccurate reading from his unspecified pump and dexcom app. The egv was 77 mg/dl. It was not documented whether the bg was checked at that time. The patient passed out. Ems was called and the patient was brought to the hospital. When staff tested the bg, it was 22 mg/dl. While, the egv was still 77 mg/dl. The hypoglycemia was reversed by unremembered meds to bring his sugar back up. And he was released the same day. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.